Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v into patient's eye and noticed the patient's capsule bag had a tear in it, so the surgeon enlarged the incision to remove the lens and upon removal of the lens, it was cut by the forceps. No vitrectomy was performed. A different model lens was inserted and a suture was used to close the wound.

Manufacturer narrative:
Eval: a work order search was performed for the lens. A visual inspection of the returned product shows the lens has a small tear in the optic. Clear surgical residue on the lens. Both sides of the lens optic and haptics were checked for rough/sharp edges and edges were found acceptable. A lens serial number work order search was performed for similar complaints within the work order search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.